Event description:
The site reported the following: the veris power supply cord is getting hot, the veris monitor shut off.

Manufacturer narrative:
(B)(4) service confirmed with the customer that the power supply cord was exhibiting an elevated temperature and the veris monitor was shutting off and would not charge with the existing charger. A new charger and power cord were sent to the customer, which remedied the reported issue. A subsequent investigation of similar complaints concluded that when certain combinations of conductors short together at the cable end farthest from the power supply, this can create a conduction pathway that the power supply does not recognize as a short circuit and shut down. Consequently, the power supply continues to energize the cable which can lead to localized heating and melting of the power cable.